Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) a corruption of calibration constants code. Technical services provided troubleshooting options. A review of the device data was performed, and it was determined that, after the display of this code, the device reset and is now operating normally. There are no signs of widespread corruption. This device remains in service. No adverse patient effects were reported.